Event description:
The user was at the clinic for a normal check up. In situ measurement showed affected channels. The user also described a worsening in hearing performance. No accident or trauma was reported.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. In addition, damage due to device minute mobility was observed. The problems described in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was at the clinic for a normal check up. In situ measurement showed affected channels. The user also described a worsening in hearing performance. No accident or trauma was reported. The user was re-implanted on (B)(6) 2020.